Event description:
Caller reported not seeing insulin drops at tubing end during fill tubing step of load sequence. There was no reported impact to the customer's blood glucose level. Customer realized the cartridge was not fully filled due to distraction and was educated by technical support on correct cartridge filling procedures. After following the guidance, customer successfully filled the cartridge, completed the load process, and resumed insulin delivery. Issue was resolved.